Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer reported the string became detached from the tampon and the tampon fell apart during removal. She experienced discomfort, embarrassment, distress and soreness.